Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was not keeping a charge. It was not charging like it used to since july 2015. The healthcare provider (hcp) stated it would last only 5 years and suggested the ins needed to be replaced. The patient was charging too often. The healthcare provider (hcp) instructed the patient to call the manufacturer since the surgeon who implanted it was no longer there. At first the patient thought she might not be charging long enough. Now she charged it to 100% every sunday. The patient stated she always got 8 coupling bars. It happened a few times that it would not charge at all. When asked to clarify, the patient explained she meant it felt like the ins did not hold a charge. The patient would like to replace the implantable neurostimulator (ins) this year because she would get better insurance coverage. It was noted the pain came back really bad in (B)(6) 2015. The patient was not sure if it was related to her losing weight. The patient said her ins was a huge battery and that the newer ones were smaller and maybe she should switch out. Gradually in 2014, the patient started losing weight. Her ins kind of popped out, the top of it, when she sat down. The patient wondered if the recharging belt could be the reason the implantable neurostimulator (ins) was not holding the charge. Relevant medical history included other chronic intractable pain in the trunk or limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the unit was replaced to resolve the issue. The patient noted the newer unit was significantly smaller in both circumference and thickness and was looking forward to being able to do more activities when he was done recovering. The patient had been in pain due to the malfunction and the manufacturer's representative and healthcare provider (hcp) were able to work with the patient so they could perform the surgery (B)(6). They both called every day to check up on recovery. Just the day before the patient sent the letter, he was in extreme pain and they came in to see the patient. Since 2009, the manufacturer had eliminated the patient's nerve pain and gave the patient his life back.